Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently did not screw the tubing onto the cartridge pigtail prior to fill tubing. The customer's blood glucose (bg) level was 279 mg/dl at the time of the report and delivered a bolus to address bg level. During troubleshooting with tandem technical services, the customer successfully completed the load fill tubing sequence.